Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a a z9002 22.0 diopter intraocular lens was explanted due to a refractive error. There was no patient consequence or wound enlargement reported.

Manufacturer narrative:
Upon further review of the report, an explant date was identified and reported in the initial MDR report; however in section of the initial MDR an incorrect statement was entered "if explanted, give date: unknown / not provided". All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/10/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. The lens is cut in two pieces, there is a missing portion of the lens optic body. The reported issue cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint has been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: as a result of follow up additional information was provided which indicated that the lens was removed in a same day procedure and not an explant. In addition, it was learned that the customer believes that there was no product problem with the intraocular lens and that the problem may have been with the ocular response analyzer (ora). No other details available. Corrected data: as a result of the information received the initially reported patient code (B)(4)- explant of intraocular lens in section is no longer applicable and has been updated to (B)(4)- no consequences or impact to patient. All pertinent information available to the manufacturer has been submitted.